Manufacturer narrative:
Corrected data: corrected to: "adverse event" diopter corrected to: " +26.0" in the initial MDR corrected to: "(B)(6) 2019" in the initial MDR device evaluation corrected to: lens was returned in liquid, in lens vial. There was clear surgical residue on product. Visual inspection found the lens optic torn and presence of residue on lens surface. Patient code corrected to :"3191 secondary surgical intervention, explant", previous code not applicable. Device code corrected to: "2017" in the initial MDR, previous code not applicable. Conclusion code corrected to : "61" in the initial MDR, previous code not applicable. Claim# (B)(4).

Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens the lens was returned in liquid in the lens vial. Visual inspection found clear surgical residue on the product and the optic torn/split. (B)(4).

Event description:
The reporter indicated that, a cq2015a intraocular lens, diopter +16.5 was "loaded incorrectly and then explanted" from the patient's right (od) eye. This occurred on (B)(6) 2018. Reportedly, no patient injury occurred. Attempts to obtain additional information have not been successful.